Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification (high) with a fluid filled set loaded. The downstream sensor was replaced. Additional information: high readings.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the medical surgical care area. It was also reported there was no patient involvement.